Event description:
It was reported that the customer experienced a high blood glucose of 547 mg/dl. The customer exercised and drank water, per her healthcare provider. Her symptoms included irritability and fatigue. During troubleshooting, the drive support cap was found to appear normal. Insulin exited the tubing during a manual prime and no air or leaks were found. It was advised to change the entire set, reservoir, and insulin. Upon removal of the infusion set cannula, it was found to be neither bent nor occluded, and the patient stated the insertion site was not sore or irritated. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).